Manufacturer narrative:
There was/were 5 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of cause not established. There was/were 1 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device and failure to follow instructions. There was/were 4 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 11 reported events for q2 2018. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material twisted. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective component. There was/were 1 male, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery.